Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, when the injector was inserted into the cornea, the doctor noticed that the cartridge was cracked in the middle, the implantation was carried out without further problems, but the doctor noted that the implantation process was more difficult when screwing in and the plunger pushed the lens in a way different and not as smooth as in a normal transplant. Additional information was requested.